Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A dislodgement of the right atrial lead was noted during an in-clinic follow-up. The lead was repositioned to resolve the event and the patient was stable.